Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during the implantation of a multiloc humeral nail by the physician, the humeral body was broken during the process. The nail implantation was, however, completed using the same device. The reported event resulted in a 30 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient age and weight were not provided by reporter. Part number 04.018.180 was reported as the complaint part number, however, part number 04.018.180s corresponds with the reported complaint part description which indicates the part is sterile. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.